Manufacturer narrative:
Correction: section h6 "1126 - use of incorrect control settings" code should have been " 1133 - failure to deliver shock/stimulation" and the "1661 - under-sensing" code should be removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false auto mode switching (ams) episodes stored in the implantable cardioverter defibrillator revealed sustained ventricular tachycardia (vt) was less than the vt detection. Programming changes were made to ensure appropriate antitachycardia pacing (atp) and discrimination for supraventricular tachycardia (svt). The patient's condition was stable.